Manufacturer narrative:
E1: (B)(6). Based on the results of the investigation the customer's allegation was not confirmed. However, according to the investigation, cable sheath damaged and adapter locks deform with high resistance were identified. No other anomalies or device issues was found during investigation. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head presented a blurry image. The reported issue was found during reprocessing. There was no report of patient involvement or user injury associated with this event.